Event description:
On or about (B)(6) 2008, a monarc was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, pain, hardening of the mesh, urinary problems, pain during sexual intercourse and other injuries." "Plaintiff underwent additional surgery on (B)(6) 2009 and (B)(6) 2011 to attempt to remove the mesh product." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury." It was also alleged that the plaintiff's "injuries will result in some permanent disability to her person."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.